Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further complaints have been reported at this time. The heartmate 3 lvas IFU lists thromboembolism and neurological events as adverse events and neurological dysfunction and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range can also be found in this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 4 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's physician told the research coordinator that patient had a retinal artery occlusion. Upon record the review coordinator found that patient had been having visual disturbances for several months. The patient saw their ophthalmologist who informed the patient that the lost vision in the patient's right eye will not return. No further information was reported.